Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged. The physician placed the lead again but noticed noise on the lead when testing. The physician decided to remove the lead and plug the atrial port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.